Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, after reconnecting the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD), there were episodes of over-sensed noise noted and episodes of myopotentials over-sensing suspected. It is unknown whether the episodes were noted on the ICD or the rv lead. No intervention was performed. The patient was in stable condition and will be further monitored.